Manufacturer narrative:
For 1 event, the hospital biomedical engineer troubleshot the issue with ge healthcare technical support. The hospital biomed engineer confirmed the issue was resolved, but no detailed information on issue resolution was provided. For 1 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 of the reported events, there is no resolution information available as the customer did not return calls to investigate the reported issue. Serial numbers: (B)(4).

Event description:
This report summarizes <noe> 3 <noe> malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced pressure problems. 1 unit was reported for intermittent loss of pressure mode mechanical ventilation, 1 unit reported for a malfunction preventing pressure mode mechanical ventilation, and 1 unit reported for pressure mode ventilation not available. These reports were received from various sources. Of the 3 events, 1 did not involve a patient, and 2 did involve patients. No patient information was available.